Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The insulin pump passed operating current and displacement test. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin alarmed motor error during bolus, followed by a compromised force sensor. Customer stated they removed the reservoir to rewind the pump but was unable to do anything as the pump alarmed. The customer's blood glucose was 17mmol/l.